Event description:
It was reported that the injector failed during insertion. No pt contact. Additional info was requested but not yet received. If any additional info is received a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Conclusion: based on the complaint history, a specific root cause of the event could not be determined. (B) (4).